Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-8973r-38-180 arthrex fibulock® nail lot number: 15001947 was received for investigation. Visual evaluation of the device noted that the talons were deployed. Further visual inspection under a magnifier noted that there was debris in the hex of the retention screw and the hex appeared to be damaged as well. Functional testing was performed by assembling the ar-8973r-38-180 arthrex fibulock® nail with an ar-8973-01 outrigger targeting guide batch number: 052029 and an ar-8973-03 attachment screw batch number: 1391911. An ar-8973-17 torque-limiting actuation driver batch number: 131928 was then used to attempt to deploy the talons. It was noted that the torque-limiting actuation driver could not be seated fully against the attachment screw as intended. The most likely cause for the reported failure can be attributed to misuse/mishandling due to the damage to the device. Refer to investigation photos.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9/28/2023, it was reported by a sales representative via email that an ar-8973r-38-180 arthrex fibulock nail talons did not deploy and the activation driver was not seating all the way. The surgeon removed the arthrex fibulock nail and attempted to activate the talons off the jig but was unsuccessful. Another ar-8973r-38-180 arthrex fibulock nail was used to complete the case. This was discovered during a fibulock nail procedure on 9/26/2023. After the procedure, the sales representative put the fibulock nail through the wash and spent about ten to fifteen minutes trying to deploy the talons. Once the talons had deployed, the sales representative noticed that there was a small gray bar or ledge interfering with the driver.